Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical has reviewed the details surrounding the event and related product. At this time, applied medical is unable to confirm that a product malfunction occurred.

Event description:
Name of procedure being performed: robotic whipple distal pancretectomy an email from the customer was received and indicates the following: "the bag came off the stick as soon as it passed the trocar. It was so bad that the green cap would not allow the surgeon to remove the bag back out of the trocar." Limited information is available at the time of reporting. The device is not available for return as it was discarded by the hospital. Additional information was received from [name] via e-mail on(B)(6)2020 : the procedure performed was a robotic whipple distal pancreatectomy. It is unknown if patient injury occurred since "we are not sure all of the bag could be retrieved." Regarding patient status, there was an "increase in or and anesthesia time and the need to use a second bag." The "bag came off the stick" is confirmed as the bag fell off the prongs/supports "and the bag ripped as well." The bag fell off the prongs once the bag was inside the abdomen and the bag fell off before deployment. The shaft of the specimen bag was fully through the trocar cannula before it was deployed. It is unknown if there were multiple attempts to advance the actuator. The case was completed robotically and the cd004 was replaced with a new one. Lot number cannot be confirmed. A video is available, but there are no photos of the event device. Additional information was received from applied medical implementation specialist, via e-mail on (B)(6)2020 : "the customer said yes,the tips of the prongs were exposed." Additional information was received from applied medical implementation specialist, via telephone on(B)(6)2020 at 1506 : rep. Stated that [name] who provided the answers to the additional questions was not present for the surgery. Implementation spec. Spoke directly with the surgeons who were present during the case and they confirmed that the bag did fall off the prongs and that the tips of the prongs were exposed, but the bag did not rip and there was no issue with the cord loop. The surgeons did not mention that patient injury occurred. Additional information was received via email on (B)(6)2020 from applied medical implementation specialist attempts to obtain the video have not been successful. No further information regarding the event details is available. Patient status: increase in or and anesthesia time and the need to use a second bag. Type of intervention: completed the case robotically and replaced to a new cd004.

Manufacturer narrative:
The event unit is not anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: robotic whipple distal pancreectomy. An email from the customer was received and indicates the following: "the bag came off the stick as soon as it passed the trocar. It was so bad that the green cap would not allow the surgeon to remove the bag back out of the trocar." Limited information is available at the time of reporting. The device is not available for return as it was discarded by the hospital. Additional information was received from [name] via e-mail on june 26, 2020: the procedure performed was a robotic whipple distal pancreatectomy. It is unknown if patient injury occurred since "we are not sure all of the bag could be retrieved." Regarding patient status, there was an "increase in or and anesthesia time and the need to use a second bag." The "bag came off the stick" is confirmed as the bag fell off the prongs/supports "and the bag ripped as well." The bag fell off the prongs once the bag was inside the abdomen and the bag fell off before deployment. The shaft of the specimen bag was fully through the trocar cannula before it was deployed. It is unknown if there were multiple attempts to advance the actuator. The case was completed robotically and the cd004 was replaced with a new one. Lot number cannot be confirmed. A video is available, but there are no photos of the event device. Additional information was received from [name] via e-mail on june 29, 2020: "the customer said yes, the tips of the prongs were exposed." Additional information was received from [name] via telephone on june 29, 2020 at 1506: rep. Stated that [name] who provided the answers to the additional questions was not present for the surgery. Implementation spec. Spoke directly with the surgeons who were present during the case and they confirmed that the bag did fall off the prongs and that the tips of the prongs were exposed, but the bag did not rip and there was no issue with the cord loop. The surgeons did not mention that patient injury occurred. Patient status: increase in or and anesthesia time and the need to use a second bag. Type of intervention: completed the case robotically and replaced to a new cd004.